Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fluids, delamination, crease flat, opening crack. Leak test was performed and found delamination and opening crack on diaphragm valve. A microscopic analysis was performed which identify opening crack, delamination. Based on the device analysis the final assessment is a delamination of the diaphragm valve assessed as adhesive failure and a crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.